Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision surgery was performed due to pain, swelling, and infection. It was communicated that the requested medical documentation was not available for inclusion in the medical investigation and the ¿doctor said that the device was not defective¿. Reportedly, the root cause of the revision was the infection; however, the source of the unspecified infection remains unknown. The patient impact beyond the reported symptoms and subsequent revision could not be fully assessed. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, a revision surgery was performed due to pain, swelling, and infection. Lgn ps high flex xlpe sz 5-6 9mm was explanted. However, the doctor said that the devices were not defective. The procedure was completed using a back-up device. It is unknown if there was a delay. No complications were reported. No patient information neither medical reports are available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.